Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient noticed a difference in hearing performance with the device and decided to visit the clinic. Further proceedings are unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The recipient noticed a difference in hearing performance with the device and decided to visit the clinic. Further proceedings are unknown.